Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level ranged from 140 mg/dl to 150 mg/dl. The customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.